Event description:
A malfunction alarm was reported, identified by malf 9 and fault ID 0x2f1. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided information for future occurrences. The error did not recur after the reset, and the customer was able to continue using the pump. The customer was advised to contact technical support again if the malfunction reappeared, and they acknowledged this advice.